Event description:
The facility reported to customer service a pump that constantly alarms. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary: the reported condition of a pump that constantly alarms was confirmed. During inspection of the device failure code 570 was found in the pump's event history. Inspection of the device found that the failure code and reported condition was caused by depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA mdq-CAPA-132.